Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
The medial 6mm and lateral a poly inserts lifted up from the tibial tray when the knee was brought into deep flexion during surgery. The case was completed using the medial 7mm and lateral b poly inserts. The lateral b poly insert is 1mm thicker than the lateral a poly insert.